Event description:
The patient reported that their device worked for a while but stopped and no longer used stimulation. The patient did not feel stimulation. They did not have their programmer and thought that their implantable neurostimulator (ins) may have been completely depleted. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.